Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the ra lead was dislodged. Poor sensing and high capture thresholds were noted on the ra lead. The lead was capped and replaced. The patient was stable. There were no complications due to procedure.